Event description:
It was reported that an eagle eye catheter was used in a therapeutic coronary procedure. While advancing to the lesion, resistance was encountered, and the entire system was removed. Upon removal, multiple pieces of the cable wires were protruding; however, angio confirmed that no piece was retained in the patient. A new eagle eye catheter was used to complete the procedure. No patient injury reported. Based on the photo received, the core wire was exposed, resulting in a sharp edge observed. This product problem is being submitted due to a sharp edge observed. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a2-a5: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3 & h6: based on the photo received, the eagle eye catheter was severely damaged and exposed the core wire. However, the cause could not be established since the catheter has not been returned to the manufacturer, but is anticipated. A supplemental MDR will be submitted when the device evaluation and investigation have been completed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Blocks d9 & h3: the eagle eye platinum was returned for evaluation block h3: visual inspection found a deformed distal tip. The guidewire exit port was damaged, exposing the inner member, microcables, and core wire. The exposed core wire confirmed a sharp edge of non-malleable material. Block h6: the probable cause of the sharp edge was likely damaged during removal/handling from the patient. Strain, impact, and forces applied can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.